Manufacturer narrative:
A touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that an 840 ventilator had a touch frame that was not operational. The ventilator was not in use at the time of the event.